Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced vision side cart (vsc) common computer controller (ccc) to get system back up. Isi did receive the ccc and performed the failure analysis. The ccc was installed on an in-house eft system, programmed to custom software a80_p1.1.1_b462 (wj79), and the tower could not power on successfully. The ccc was then installed into test bench and powered on with a power supply. The ccc was connected to pc and identified the tegra module was visible. This ccc is confirmed to be bricked. From these findings, failure analysis determines that the tegra module is the root cause of the reported complaint. The system has been verified as ready for use. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, clinical sales representative (csr) contacted tech support and reported the dv5 system had to be restarted. The system powered on and the vision side cart(vsc) power button would flash yellow and blue. The system would show a restart insufflator message. No logs were visible in lighthouse or artemis at the time of the call. The console was not seen powering on with the rest of the system. A hard power cycle was performed but the issue persisted. When checking the vision tower system information tab, all fields were blank. Caller was unable to troubleshoot further as they had to prepare to switch rooms for the procedure. The procedure was aborted to another system with no reported injury.